Manufacturer narrative:
The used company cartridge was returned. No viscoelastic was observed in the cartridge. The cartridge had an internal scrape mark on the left side of the tip. The cartridge did not have evidence of being fully seated into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge met specification for the presence of top coat, internal disruption on left side of tip at the damaged area. The provided photo matched the returned sample. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified lens, handpiece and viscoelastic were indicated. The company lens model is only qualified for use with the company cartridges. The reported lens damage could not be verified. The lens remains implanted. The root cause for the reported complaint appears to be related to a failure to follow the instruction for use (IFU). It was also indicated that a non-company handpiece and viscoelastic were used. The company iol delivery system is for implantation of qualified company foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The used company cartridge was returned. Tip damage was observed. No viscoelastic was observed in the returned cartridge. The cartridge also did not appear to have been fully seated in the handpiece. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, found to have scratches on the iol. Hcp considers the cartridge to have caused the scratches. Iols remain implanted. Additional information has been requested. There are three medical device reports associated with this event. This report is associated with the 2 of 3.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).